Event description:
Endophthalmitis [endophthalmitis]. This case is distributed having only healon as suspect device. A physician reported that a pt of unspecified age, developed endophthalmitis after having undergone the surgical implant of an intraocular lens (iol) mod 812a in 2003. Hyaluronate sodium (healon) was concomitantly used during the surgery. The adverse event started in 2003 and the pt received antibiotics as treatment. At the time of the report the outcome was unknown. The reporting physician assessed the event as serious/life threatening and the casual relationship as unassessable. Both iol and healon were considered suspected.